Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additional findings not related to customer reported complaint: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.1585" - 0.0965" in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. The complaint regarding charring was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, maryland bipolar forceps (mbf) exhibited thermal damage. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument collided with an energy instrument during the procedure. No arcing was observed during the procedure. There was no injury to the patient. No photographic images of the device or a video recording of the procedure was available for isi review.